Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2017-00132 and 1819470-2017-00134, since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen luxura device "could not be pushed down after it pushed 2 or several units down." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 68-year-old (at the time of initial reporting) asian male patient of han nationality. Medical history included asthma, blood glucose was unstable and tracheitis. Previous drug adverse reaction and family drug adverse reaction were none. Concomitant medications included unspecified medication for unknown indication. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50, 100u/ml), through cartridge, via reusable pen (humapen luxura; champagne) and (humapen ergo ii), 22 unit in morning; 22 unit or 24 unit in night twice a day subcutaneously for the treatment of diabetes mellitus, beginning in 2014 (also reported as 2015). Since (B)(6) 2019, while on treatment with insulin lispro protamine suspension 50%/ insulin lispro 50% due to the humapen luxura and humapen ergo ii device problems, he did not inject insulin lispro protamine suspension 50%/ insulin lispro 50%. Reportedly, the three suspect devices could not be pushed down after it pushed two or several units down (product complaint (B)(4), unknown lot number; product complaint (B)(4), unknown lot number; product complaint (B)(4), unknown lot number). On an unspecified date, his blood glucose was unstable (no reference range was provided). He was hospitalization each year for recuperation blood glucose and treatment complication. Outcome of missed dose was not recovered and unknown for remaining event. Information regarding corrective treatment was not provided. The status of insulin lispro protamine suspension 50%/ insulin lispro 50% therapy was continued. The user of the humapen luxura (champagne) and humapen ergo ii was the patient and his training status was not provided. The general humapen luxura (champagne) duration and suspect humapen luxura (champagne) duration of use were two years, whereas general humapen ergo ii duration and suspect humapen ergo ii duration of use were five years. The action taken with humapen luxura (champagne) and humapen ergo ii was not provided and the devices were not returned to the manufacturer. The reporting consumer was not sure about the relatedness of event missed dose with of insulin lispro protamine suspension 50%/ insulin lispro 50% therapy; whereas did not provide the relatedness of remaining event with of insulin lispro protamine suspension 50%/ insulin lispro 50% therapy and did not provide the relatedness of events with humapen luxura (champagne) and humapen ergo ii. Update 31-may-2019: this case was determined to be non-valid as there was no identifiable valid adverse event and those were considered drug dose omission due to device issues. Update 11-jun-2019: information received from the initial reporter on 30-may-2019. No new medically significant information was received. No further changes were made to the case. Update 11-jul-2019: additional information was received on 05-jul-2019 from reporter. The case was upgraded to serious valid case due to addition of serious event. Added: medical history: blood glucose unstable and tracheitis; lab test, and one serious event of blood glucose unstable. Updated the narrative accordingly. Update 23jul2019: additional information received on 18jul2019 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen luxura champagne device associated with (B)(4). Corresponding fields and narrative updated accordingly.